Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no incidents reported from the lot. The reported patient effects of vessel perforation and hypotension as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated, and the failure to advance appears to be a result of patient morphology/pathology due to adhesions in the abdomen from previous abdominal surgery. The bent sgc (steerable guide catheter) shaft was likely a secondary effect of the difficulty advancing the sgc. The reported perforation appears to be a result of procedural circumstances and from the 18f dilator. Hypotension was a cascading effect of the perforation. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the vessel injury. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). Resistance was met advancing the steerable guide catheter (sgc) through the femoral vein. On fluoroscopy, the sgc was noted to cause a bend in the vein and the sgc was not advancing. The sgc was removed and an 18 french (f) dilator was advanced through the vein. After the 18f dilator was removed, the sgc was inserted with more ease and the mitraclip procedure continued normally. When the clip delivery system (cds) was going into the left ventricle, the patient's abdomen was noted to have increased in size and was hardened. The systolic blood pressure dropped to 45 mm hg. It was decided to quickly complete the mitraclip procedure. Mr was reduced from to trace with implantation of one mitraclip. Blood transfusion was administered and the patient was stabilized. Contrast was injected and it was noted that the iliac vein was punctured and treated with surgical ligation. The physicians believe adhesions in the abdomen which resulted from previous abdominal surgery, were the reason for the difficult sgc advancement. In the opinion of the physician the 18f dilator perforated the iliac vein. One day post procedure, the patient was extubated. The leg remains enlarged due to the surgical ligation of the vein; otherwise, the patient was reported to be doing well. No additional information was provided.